Event description:
It was reported that during remote follow-up, the patient¿s implantable cardioverter defibrillator (ICD) exhibited far-field r-wave oversensing that caused inappropriate automatic mode switch (ams). Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.